Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer had failed. The back panel of the auxiliary cabinet was opened manually to find medication blocking the sensor. A field service engineer (fse) confirmed that the customer retrieved the medication, closed the drawer, and then had the customer recover it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and wouldn't open and was jammed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.